Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) had ruptured right before its insertion into the sheath (unknown) so the device was pulled off. Therefore, hemostasis was achieved with another mynx control vcd (unknown). There was no reported patient injury. The device was returned for analysis. A non-sterile 5f mynx control vascular closure device was returned for investigation. Per visual analysis, both button 1 and button 2 remained in the manufacturing position with the stopcock open. The syringe was returned separately. The procedural sheath was not returned with the device. It was reported that the balloon was ruptured before insertion into the sheath, however, the sealant sleeves were damaged, and the sealant was exposed to blood and remained in the manufacturing position as received. This condition indicates that the device might have been used during the procedure. Per functional analysis, the balloon was inflated, and no leaks or tears were observed. The inflation indicator and the balloon were both able to maintain pressure as per mynx control instructions for use (IFU). Per dimensional analysis, the outer diameter of the inflated balloon was measured and found to be within specification. Per microscopic analysis, he inflated balloon when inspected under high magnification and no leaks or tears were observed. A product history record (phr) review of lot f2110301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported failure ¿balloon loss of pressure-during prep¿ was not confirmed during analysis of the returned device. The returned device performed as intended per the instructions for use (IFU). The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, during device preparation the user is instructed to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Deflate the balloon and leave syringe at neutral. Users are also instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) had ruptured right before its insertion into the sheath (unknown) so the device was pulled off. Therefore, hemostasis was achieved with another mynx control vcd (unknown). There was no reported patient injury. The device will be returned for evaluation.